Event description:
Litigation alleges that the implant released metal ions and particles into patient's blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain, discomfort, and inflammation in thigh and groin. Additionally, it is alleged that patient experiences a popping and snapping sensation in hip-joint when walking or moving to and from a sitting position.

Event description:
Litigation alleges that the implant released metal ions and particles into patients blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain, discomfort, and inflammation in thigh and groin. Additionally, it is alleged that patient experiences a popping and snapping sensation in hip-joint when walking or moving to and from a sitting position. Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. Records are available for further review.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, manufacturer name/address, catalog #/lot #, contact office name/address, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update: 2/13/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported poly part and lot code combinations. A search of the complaint database found two additional reports for the head part and lot number combination. However, review of the as400 system show that 30 other devices from the reported head lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.